Manufacturer narrative:
Zimvie complaint number (B)(4). A4: weight unknown / not provided. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the mount was stuck on the implant at tooth site #23. The procedure was completed using another implant.